Manufacturer narrative:
It was clarified that a safety valve leak had been detected. Based on the information collected to date there is no information according how the issue was resolved. No details have been obtained in regards which part turned out to be the source of the issue and device's logs were not received. This issue was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h6 event problem and evaluation codes (health effect - impact codes) was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/24/2019. Corrected manufacture date: 03/15/2019. #h6 event problem and evaluation codes: previous health effect - impact codes: no patient involvement///2645 corrected health effect - impact codes: no health consequences or impact///2199. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the safety valve test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).